Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the deployment of the pipeline vantage with shield technology device, the middle segment did not open properly and appeared kinked and unopposed. Attempts to massage the microcatheter resulted in further kinking of the device. A micro wire could not pass through the device for an extended period, and another brand flow diverter deployed at the same site also failed to open properly. Balloon plasty was attempted multiple times to open the device, but it did not fully open, and full wall apposition was not achieved. The unruptured, saccular aneurysm was located in the right internal carotid-supraclinoid with a maximum diameter of 6 mm and a neck diameter of 5 mm. The landing zone distal artery size was 4 mm, and the proximal artery size was 4.5 mm. The angiographic result post-procedure was normal. Vessel tortuosity was normal. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. The pipeline device was not removed and remains implanted. The patient outcome was reported as "alive - no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the procedure was completed by deploying another company's flow diverter within the pipeline. The cause of the failure to open could not be determined. The information is confirmed by the physician.